Event description:
It was reported that the patients left ventricular (lv) lead had become dislodged and the physician was unable to access the cs when re-attempted. The lead was removed and an epicardial lead was placed. The patients right ventricular (rv) lead was causing phrenic nerve stim (pns) and during repositioning the helix was retracted and would not redeploy. The lead was removed and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage, and lead stretching. (B)(4)